Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that insulin was pushed out from the cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/09/2013 with the following findings: a review of the black box history revealed multiple ¿loss of prime¿ with low non-zero and zero force. The black box history also revealed a ¿no cartridge detected¿ alarm. The rewind , prime and load steps were successfully with no ¿loss of prime¿ issues. The force sensor was found to be within calibration. The pump cover was removed; no defects were found with the force sensor. Unrelated to the complaint, the battery compartment was found to be cracked, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Also unrelated to the complaint, the bolus button was found to be intact but unresponsive. The bolus button cover was removed and the plunger was found to be missing.

Manufacturer narrative:
Follow-up #2 date of submission 09/12/2013-device evaluation: the cartridge has been returned and evaluated by product analysis on 08/07/2013 with the following findings: no defect was found. A visual inspection, a fill test, and a force test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.